Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was not returned to olympus. The customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be conclusively identified. However, based on the phenomenon and information obtained since the actual item was not returned, presumably the defect was caused by stress of repeated use, external factors, or stress of handling the device. The event can be [detected/prevented] by following the instructions for use which state: inspect the covering of the bending section for sagging, swelling, cuts, holes, or other irregularities. Inspect the covering of the bending section for sagging, swelling, cuts, holes, or other irregularities. Carefully run your fingertips over the entire length of the insertion section. Check for protruding objects or other irregularities. Inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. Inspect adhesives on the covering of both distal ends of the bending section for scratches, cracks, or tears. In addition, the following non-reportable malfunctions were found during the device evaluation: adhesive on bending section has a discolored area, scratches, chips and cracks found on the device, video connector is damaged, due to wear of angle wire, bending angle in up direction does not meet specifications, and due to damage on charged coupled device (ccd) unit, the image has white dots. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had bending section adhesive deterioration. During inspection and evaluation, the adhesive part of the objective lens peeled off. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.